Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the pump was found to be unable to power on for testing. The complaint was unable to be investigated due to the pump having no power. The pump was opened and moisture was observed inside the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging an unspecified call service alarm on the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.